Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient had their pump ¿taken out.¿ it was reported it was due to the following "same situation¿: the pump did not work for them, it had ¿reverse effect¿ and made them ¿more rigid and tighter.¿ it was noted that increasing the medication, made the patient ¿tighter.¿ the patient ¿overdosed a lot (4-5 times).¿ it was noted that after the first two weeks, patient could ¿no longer roll over in bed.¿ it was noted, the patient¿s legs looked like they had ¿rug burns on them from being so ¿tight and tied together.¿ refer to manufacturing report # 3004209178-2014-05794 regarding the patient who had experienced the above symptoms.